Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had a hyperglycemic event. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of thirst, blurred vision, and dehydration. The patient visited an emergency room where they were treated with intravenous fluids and insulin. At the time of the visit the patient was also diagnosed with a urinary tract infection. The patient was discharged from the hospital and continued pump therapy. The reporter stated that when they changed sites for the pump they did not prime the tubing correctly, causing a delay insulin deliver. The reporter stated that the patient may have also inserted into scar tissue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.